Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 around 11:00 pm the patient´s mother noticed that the cgm was 40 mg/dl through follow app. She waited couple of minutes to allow her daughter to fix it, then it went to 65 mg/dl. The mother assumed that her daughter drunk juice or fruit snack, so she didn't call her daughter and went to bed. At around 2:00 am when she woke-up and check her follow app she lost connection to her daughter's cgm. At around 4:00 am her son in law, husband of the patient, called 911 because the patient lost consciousness. Emergency medical transport (emt) arrived and took a bg reading during the symptom but the cgm was not shared. Emt treated the patient with intravenous (IV) glucose and took her to the hospital. There was no information about the treatment provided nor the bg at the hospital. They performed a eeg (electroencephalogram). At the time of the report the patient was still at the hospital (more than 24 hours) and doing good. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.¿